Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 16588632, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient's ipg flipped inside the pocket and was no longer holding a charge. The patient underwent a revision procedure wherein the ipg was replaced with its pocket moved to the other side of the back. The replacement was physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.